Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the device found brown particles, wear abrasion, crease folds, device deformation, and air voids in the gel. The weight of the device was within specification. The events of seroma, inflammation/irritation and lymphoma-alcl are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was diagnosis of lymphoma-alcl. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported "developed rapid seroma of the right breast," discomfort, and lymphoma-alcl of the right side. Health professional additionally reported a "capsule-in-capsule phenomenon." Patient representative reported "chronic inflammation". Device has been removed.

Manufacturer narrative:
The events of capsular contracture and infection(unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient representative reported ¿infection,¿ ¿heat sensation,¿ "capsular contracture,¿ baker grade not specified, ¿mental pain and suffering,¿ ¿chronic pain,¿ ¿pain prior to explant procedure," ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿mental and emotional suffering, fear¿ apprehension,¿ ¿¿anguish and fear due to risk of further/increased risk of alcl¿¿, ¿rashes," "itching" and ¿swelling." Patient representative also reported "¿disfigurement¿ ¿suffered, and continues to suffer, from permanent physical injury¿ and ¿disability;¿ these events are not related to the device.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).